Manufacturer narrative:
Investigation summary our quality engineer visually inspected the returned unit and was able to verify the reported complaint. After analyzing the samples returned, it was possible to verify the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the patient and is used to aid in the slippage of the catheter during venipuncture. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot. The root cause of this it the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. A corrective action project has been initiated to investigate the issue. We appreciate you taking the time to bring this observation to our attention and we regret any inconveniences, this incident may have caused you and your facility. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Investigation comments: after analyzing the samples returned from the client, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the patient and is used to aid in the slippage of the catheter during venipuncture. Samples/ photos: it was received one open and unused sample of angiocath 24gx0.75; catalog: 381112; batch: 6253500. A visual analysis was performed on the sample, confirming the presence of silicone drops on the catheter according to the "sample analysis (B)(4)"; however, the "sample analysis_(B)(4)" sample did not confirm silicone droplets on the catheter. DHR/ qn/ ncmr review: the final assembly, lot: 6232119 used in the claimed final product lot: 6253500 of angiocath yel 24ga x 0.75in was tested for presence of "foreign / unfamiliar matter" and no records of this defect were found. Root cause description: based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check CAPA # (B)(4).

Event description:
It was reported that before use, a bd angiocath¿ IV catheter was found with the presence of silicone drops on the catheter. There was no report of injury or medical intervention reported.